Event description:
It was reported to the manufacturer by the facility ((B)(4) healthcare), per facility the head section of the bed came unclipped from the frame. This action caused the head section of the bed to collapse. The resident was in the bed when the event occurred. No injury occurred. Complaint (B)(4) were entered in to our system. Contacts were made to the facility ((B)(4) healthcare) on several occasions with no response.